Manufacturer narrative:
D1: brand name: replace minicap transfer set with minicap. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4); the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the tubing and main body was observed. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and silicone tubing of a minicap transfer set. The event was further described as ¿open and close valve popped off ." This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.